Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/3/2025, a sales representative reported via phone that an ar-9090-06s dualcomp hindfoot nail had an issue during a hindfoot nail procedure on (B)(6) 2025. During the tensioning portion of the case, the cable frayed, and the inner core of the nail could not be tensioned. The hindfoot nail was explanted from the patient in one piece together with the frayed cable. Everything was removed from the patient, nothing broke inside the patient, and there was no harm. The screws were also explanted and then reused together with a new ar-9090-06s dualcomp hindfoot nail with the same lot number, and the procedure was completed successfully. The complaint device was discarded, but pictures were taken. The case was delayed for more than 15 minutes, and it could not be confirmed if additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-9090-06s, with batch number 15239133, revealed damaged wires. Therefore, arthrex was able to deduce the cause of the complaint as user error due to excessive user-applied mechanical forces.